Manufacturer narrative:
Product event summary: data files were returned and analyzed. No patient or failure data files were received. The image files showed a blue packaging box of balloon catheter identified with the model number 2af283 and lot number 20448 which seemed damaged and perforated. The white try pack was damaged and perforated. In conclusion, the packaging damage and sterile barrier issue was observed in the image files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the balloon catheter packaging had a deep puncture/perforation and the blister pack was damaged, losing its sterilization. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 20448 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, or handle. External visual inspection of the retuned product and its original packaging showed the white tray pouch was torn/compromised. Review of the smart chip data indicated the catheter was not used for applications. During evaluation, the catheter was recognized and passed electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. Deflection testing (lever pushed to the forward and backward position) was performed, and the shaft reacted as initially intended. No kinks were identified on the shaft and after dissection; the pull wires were also intact. Inspection and testing were performed to verify the integrity of the catheter sub-co mponents; no anomalies were identified. In conclusion, the reported sterile barrier compromised issue was confirmed during testing. The catheter failed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.